Event description:
It was reported that the right atrial (ra) lead exhibited noise and loss of capture (loc) due to a lead breakage or lead fracture. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.